Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module, flow sensor assembly and sensor board were replaced to address the issue. The device was found to be contaminated with dust and water. The device's user manual includes in the caution section the following: "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter".